Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using an unspecified bd insyte autoguard IV catheter superficial vein thrombosis occurred. The patient was given an ultrasound. The following information was provided by the initial reporter: post discharge, there are higher IV incidents that causes redness in IV site or superficial vein thrombosis on patients after discharge. Has effected a total of 8 patients from (B)(6) 2022 to present. Customer is requesting information on trends noticed with this product. Not serious harm or injury but additional testing is required after these incidents.

Manufacturer narrative:
H6: investigation summary : since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that while using an unspecified bd insyte autoguard IV catheter superficial vein thrombosis occurred. The patient was given an ultrasound. The following information was provided by the initial reporter: post discharge, there are higher IV incidents that causes redness in IV site or superficial vein thrombosis on patients after discharge. Has effected a total of 8 patients from march 2022 to present. Customer is requesting information on trends noticed with this product. Not serious harm or injury but additional testing is required after these incidents.